Manufacturer narrative:
As the unit has not been returned, we are unable to confirm the reported failure mode. During manufacturing a 100% inspection is carried out on all units to detect any possible defects. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material assembly and performance specifications.. As the unit has not been returned, we are unable to conclude the possible root cause of the reported failure mode.

Event description:
It was reported that during an endoscopy procedure partial deployment of stent occurred. The physician was inserting an ultraflex esophageal stent through a guidewire; however, during the release of the suture there were resistance felt. The stent was then deployed 30% while facing some resistance and it could not be released any further. The device was removed intact and disposed. There were no patient complications reported and status post procedure is good.